Event description:
Complainant alleged that during the transport of a pt (age and gender unk), and after the medics had monitored the pt for about 10-15 mins, the device screen "froze" and the electrocardiogram trace no longer moved. The medics turned the device off/on several times, but the screen remained on, in the frozen mode. The medics then replaced the device battery and the normal operation of the device was restored. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.